Manufacturer narrative:
H3: product analysis of part # 9392548 ; lot # um13h290, product analysis: visual inspection did not reveal any damage to the centerpiece. Functional inspection confirmed the implant was able to be extended and close without any issue. The implant appears to function as intended. No fault found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other, delay in procedure of more than 60 minutes. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional via manufacturing representative regarding patient with l3/4 vertebral body collapse suggested for spinal therapy. Posterior fixation was performed at l1-s2. Levels implanted was l3- 4. Event occurred intra-op. It was reported that l3/4 vertebral subtotal removal was performed and the reported implants were placed. The cage was lengthened after being inserted between the vertebral bodies, but it shrank before it was fully lengthened. When the cage was checked outside the operative field, it could be lengthened to the end without any problem, but the same event was confirmed in the operative field. It was attempted to lengthen the cage by inserting an adjuster into the opening for filling bone graft, but the cage couldn't be lengthened until the end. Therefore, the cage was replaced with another one with one increased size. The torque limiting driver was not used. Delay of over 60 minutes was reported. Implant was explanted and being returned. No patient symptoms or further complications was reported.